Manufacturer narrative:
Final analysis found an insulation abrasion exposing the outer coil at 13.1 cm to 13.6 cm from the connector pin. Insulation abrasions are consistent with constant friction with another implantable device. This abrasion was most likely the cause of the complaint reported from the field.

Event description:
New information indicated that the lead continued to exhibit oversensing. The lead was capped and replaced successfully. The patient was doing well post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a clinic visit, the right ventricular lead exhibited oversensing of noise which resulted in pacing inhibition. The patient was not symptomatic. A review of prior transmissions revealed noise episodes caused by electromagnetic interference. The noise was not reproducible in the clinic. The device was reprogrammed and the patient would be monitored.